Event description:
It was reported that noise leading to oversensing and far r wave oversensing was observed on the right atrial (ra) lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.